Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011. During the procedure, the red light on the front panel of the motor drive unit came on and stayed on and the unit would not function properly. It had lights blinking and it was bogging down. The handpiece would not activate with the trigger, it needed multiple trigger depressions to get the blade to spin. It had intermittent activation. The procedure was completed with this device with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.